Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed only rolling bars screen or static red, an error code b30. The issue occurred at inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h4, h6, h11. An olympus field service engineer was dispatched to the user facility and confirmed the reported issue; fluid invaded scope was causing a b30 error and locking the processor in that error state with any other scope connected as well. The subject device was not sent back to olympus for further evaluation and repair. A definitive root cause for the could not be identified. Based on the results of the investigation, no problem was detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.